Event description:
According to the initial reporter - the doctor said that he has had three patients in the recent past that have come back early due to some issue with their stent. The most recent one was due to thrombosis. The thrombosis was mostly cleared and an additional stent was placed on (B)(6) 2024. The doctor thinks that the problem with the most recent patient was caused by the patient stopping their anticoagulation therapy.